Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 3.0x32 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross through a previously implanted stent. Upon attempting to remove the device, resistance was encountered and the device became stuck. The physician then decided to deploy the stent in a more proximal segment and advanced a 3.0x38 synergy stent but still could not cross the distal vessel. No patient complications were reported and the patient's status was fine.